Manufacturer narrative:
The service rep removed and replaced sata hard drive. Reloaded system software. Redownloaded cal files using utility suite. System boots up normal. System is ok to use.

Event description:
Workstation slow to boot up. No other information available at this time.